Event description:
It was reported that during a procedure for portal vein embolism, the subject coil was used. During the subject coil placement, there was friction at the distal microcatheter shaft and the subject coil was taken in and out several times for repositioning within the aneurysm, but it prematurely detached even though there was no attempt to detach with a detachment system. The subject coil was collected together with the microcatheter. The same microcatheter was then reinserted and another replacement coil was inserted successfully. The procedure was completed with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during coil placement, the subject coil was taken in and out several times for repositioning within the aneurysm, but the coil was prematurely detached. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter, the rotating hemostatic valve (rhv) was opened enough to allow passage of the device through without damage, no excessive force was applied while advancing the coil, and no torque was given where advancing the delivery wire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during a procedure for portal vein embolism, the subject coil was used. During the subject coil placement, there was friction at the distal microcatheter shaft and the subject coil was taken in and out several times for repositioning within the aneurysm, but it prematurely detached even though there was no attempt to detach with a detachment system. The subject coil was collected together with the microcatheter. The same microcatheter was then reinserted and another replacement coil was inserted successfully. The procedure was completed with no clinical consequences to the patient.